Manufacturer narrative:
Per tandem's user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer refilled insulin into the cartridge, and subsequently a malfunction alarm occurred. Customer's blood glucose level was in 80 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.